Event description:
It was reported that 2 bd micro-fine¿ + insulin syringes had foreign matter on the tip of their needle. The following information was provided by the initial reporter: "u-100, 0.3 ml syringes were purchased by a customer for injecting insulin to a 10-month-old child with type 1 diabetes. Two out of ten new syringes, in the polybag that the customer took out of the package for injection and released the air out, had a drop of unknown origin at the tip of the needle. The other eight out of ten syringes did not have this issue. Conditions of storage were met. The customer is wondering why there is a drop at the tip of the needle and what kind of substance it is."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿ + insulin syringes had foreign matter on the tip of their needle. The following information was provided by the initial reporter: "u-100, 0.3 ml syringes were purchased by a customer for injecting insulin to a 10-month-old child with type 1 diabetes. Two out of ten new syringes, in the polybag that the customer took out of the package for injection and released the air out, had a drop of unknown origin at the tip of the needle. The other eight out of ten syringes did not have this issue. Conditions of storage were met. The customer is wondering why there is a drop at the tip of the needle and what kind of substance it is."

Manufacturer narrative:
H6: investigation summary; customer returned images of a 0.3ml, 30 gauge, 8mm syringe from lot 1340348. The customer reported a drop of unknown origin at the tip of the needle. The images were examined and there is a translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch # 1340348. All inspections and challenges were performed per the applicable operations qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of foreign matter on needle. After further examination of the photo with drop coming from the top of the syringe, it was determined that the substance is medical grade dow corning silicone. The silicone is applied in the assembly phase of production. The medical grade silicone helps with ease of movement when exercising the plunger rod with stopper in the syringe. Excessive silicone is classified as a low residual risk. H3 other text : see h10.